Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The analyzer was mechanically intact, and passed all incoming tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not working, and had bent connector pins. The analyzer was returned for service. No patient complications have been reported as a result of this event.